Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies and varied lead impedances from >2500 ohms to 80 ohms to 1280 ohms.